Manufacturer narrative:
We have started an investigation about this incident right away when we were notified by FDA. Due to lack of information of strip lot number and meter serial number, we were unable to know which exact lot of meter or strips were used by pt. Therefore, we pulled out the record of advocate duo meters and strips shipped to the us during 2009 (B)(6) and backtraced to 88 lots of strips and 4 lots of meters according to the date of incident on (B)(6) 2009. To investigate the root cause and to verify if this incident is related to the device based on the limited information we had, we decided to single out 5 largest amounts of strip lots from 88 lots shipped to us for further testing. We performed performance tests including control solution and whole blood tests with the reserve test strips from the 4 same lots using reserve meter sample of the same model. Based on results of the tests, all control solution and whole blood test results of advocate duo using the 5 strip lots were within the acceptance criteria. Results demonstrate that those 5 strips lots of advocate duo work normal. We are also concerned that there is a gap of time for around three months between dates of the pt admitted to hospital and the pt's death. We have no idea what has happened to pt during which time. We have no information about what the cause of death is and no evidence that shows the death is related to advocate duo. Without details of the device used by pt and information about the pt, we are unable to determine if advocate duo is related to or cause the death of pt.

Event description:
We are informed by FDA with an adverse event via email. According to the email from (B)(6) of FDA received on (B)(6) 2011, FDA received a voluntary report involving a death of a person using the advocate duo meter. Because this is a voluntary report, FDA cannot provide us with the pt's name or personal information due to FDA's confidentiality rules. However, according to the report FDA received, the individual was admitted to a hospital after incurring a fall on or about (B)(6) 2009. The meter glucose results did not match the hospital glucose results from their laboratory instrument. The duo readings were 240 mg/dl and the hospital obtained 439 mg/dl. On repeat analysis, the duo read 539 mg/dl and the hospital obtained 440 mg/dl. FDA do not have any information regarding the lot number of test strips the person was using, nor the model number of the device. The pt died in (B)(6) 2010.